Event description:
It was reported via repair work order that the head section could not lock in place and hold weight due to malfunctioned head section assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.